Manufacturer narrative:
D9 ( date device returned to manufacturer) has been added. H3 (device evaluated by manufacturer?) Has been updated. Device in wrong position: the cause of positioning issue could likely be related to kink in the catheter observed on return product, however it is unknown how/when the kink occurred with insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a pump in aorta alarm. An ultrasound confirmed the pump had been pulled out of the aorta. The pump was explanted and the patient was in stable condition.

Event description:
An impella 5.5 was implanted in a 77-year-old male for acute myocardial infarction complicated by cardiogenic shock. While operating at p5, the device¿s position waveform and lv waveform became identical, prompting physician notification. At 10:14, an aortic position alarm occurred. Echocardiography confirmed that the impella 5.5 had migrated into the aorta. Hemodynamics remained stable, and the device was removed in the operating room. Earlier that morning (09:00), the physician confirmed that the pump position was appropriate. At 09:58, only nursing staff were present; no medical professionals were manipulating the device. The attending later noted that the anchor button could not be controlled, indicating a suspected malfunction. After removal, the patient remained stable on vasopressors, and no additional mechanical circulatory support such as iabp was used. Patient survived. The reported event involves device in wrong position, medical device removal, and no signs, symptoms, or patient involvement beyond procedural intervention. Per the instructions for use, impella 5.5, if migration or malposition occurs, the IFU recommends prompt repositioning under imaging guidance (e.g., tee or fluoroscopy) to restore correct placement and prevent complications. In this case, the physician confirmed that the pump position was appropriate. Based on available information, there is no evidence of a causal relationship between the impella 5.5 and the reported events.

Manufacturer narrative:
B5 statement revised.

Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report.